Event description:
Complainant alleged that while attempting to monitor a 59-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing which included bench testing and defib cycle testing without duplicating the report. The multifunction cable was not provided for the evaluation. The multifunction cable receptacle was replaced as a preecaution and a new multifunction cable was provided to the customer. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.